Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to infection following a hip arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown zimmer liner elevated rim, unknown biolox delta ceramic head, bone screw 00625006515 lot 77002942, bone screw 00625006520 lot 62757373. Medical records were evaluated and the reported event was confirmed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received in medical records indicated the patient was revised 6 months post-implantation due to infection and an abscess on the left thigh. Revision operative report noted purulent material, fibrous and fatty-looking tissue, inflamed incision from initial procedure, and cystic-like material indicative of pseudotumor. An irrigation and debridement was performed and all components were removed and replaced with cement spacer molds.